Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with the door lock mechanism while the device was in patient use. It was also reported there was no patient injury or medical intervention. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported "issue with the door lock mechanism" was verified. The cause was determined to be out of specification door hooks, which were adjusted to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.